Manufacturer narrative:
The company service representative examined the system and confirmed the problem. The pneumatics module was replaced. The system was then tested and met all product specifications. No sample was returned for evaluation and root cause analysis. The customer's complaint history was reviewed; there have been no additional calls from this facility related to this issue. The device history records were reviewed. The device was released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for evaluation. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system message occurred during the case" (error message given). A nurse reported that a system message appeared during a case. The system was rebooted but the message did not clear. The system was then switched out. Multiple attempts were made to get additional information but received no response.